Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump. The transmitter ultimately regained connection with the pump. The customer reported a low blood glucose (bg) of 47 mg/dl. The customer consumed carbohydrates to treat the low bg. No additional patient or event information was available.